Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E1: initial reporter name: unknown . E3: occupation: unknown. The sample was not available for evaluation. Two photos were provided showing the packaging and the hemostasis sheath, carrier tube, and locator. The locator and hemostasis were partially assembled on the provided photo, and the hemostasis sheath appeared to be kinked. No other damage or issues were identified. Based on the provided photo, the hemostasis sheath was found to be kinked. The cause of the event could not be identified based on the provided information. As a result, the complaint was confirmed for a kinked hemostasis sheath. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo received the following reported information: after the coronary intervention surgery via 6 french sheath, resistance was felt when the sheath tube was inserted, and it could not be positioned successfully. When the device was withdrawn, it was found to be kink. A new sealer was replaced to complete the operation. There was no blood loss. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. There were not any issues with insertion, deployment, or withdrawal of the device. The patient was stable.